Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of approximately 480 mg/dl. Cause of bg level was not known. Customer administered a bolus via the pump to address the issue and went to the emergency room. Customer was treated with "fluids and injections of insulin" and was discharged the same day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy. Customer declined troubleshooting with tandem technical support and declined to provide further information. Date of event is approximate.